Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the syringes today were discovered in our unit on (B)(6) 2023 during a working session in our isolator. The syringes were removed from its sterile outer wrap the operator discovered the white marks in the top of the syringe.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation: one photo and one physical sample was provided to our quality team for investigation. Through visual inspection, a white dot (bubble) was observed within the wall of the barrel. A device history review was performed for lot 2305795, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were also reviewed and verified all to be within the validated process limits. This issue can occur due to a lack of compaction during the molding process, causing the material not to spread completely, creating the bubble as observed in the sample provided. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the bubble generated during the molding process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
It was reported while using bd plastipak¿ syringes foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: the syringes today were discovered in our unit on (B)(6) 2023 during a working session in our isolator. The syringes were removed from its sterile outer wrap the operator discovered the white marks in the top of the syringe.